Manufacturer narrative:
The initial MDR 1226181-2013-00075 was filed on (B)(4) 2013. 02/20/2013: additional information: a siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, it was discovered that the integrated multisensor technology (imt) probe was experiencing vertical errors. The fse then replaced imt fluid tubings, the imt module, and the home sensor. The fse also cleaned the imt probe mixer and vertical belt and autoaligned the imt and sample probe 3. The imt was calibrated and quality controls were run, all of which were within range. The fse ran samples on the instrument and the customer's alternate dimension vista 1500 instrument, and the results were comparable. The cause of the discordant sodium results was a malfunction of the imt probe. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer states that there have been discrepant sodium results for patient samples run on two different dimension vista 1500 instruments. The instruments are utilizing reagents from the same lot. It is unknown if discordant results were reported to physician(s). There are no reports of adverse health consequences due to the discrepant sodium results.

Manufacturer narrative:
The cause of the discrepant sodium results is unknown. Siemens is investigating this issue.